Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 240 mg/dl, and the meter bg reading was 205-217 mg/dl. The customer reported "cgm reading was jumping around all over the place". Tandem customer technical support (cts) informed the customer readings were accurate however, customer continued to express belief that the readings were inaccurate. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.